Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate. Therefore, a root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that before use it was noticed that the dialyzer appeared dirty inside. There was no patient injury or medical intervention reported. This incident was prior to patient use and no patient was connected.